Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). No insulin flow blocked alarms or no delivery/occlusion alarms noted during testing. Unit passed rewind test, prime or seating test, basic occlusion test, force sensor test, active current measurement and self test. Unit received with high sleep current measurement due to corrosion on electronic board stack. All buttons function properly, however moisture damage on keypad traces. No unexpected low battery alerts noted during testing or in the pump trace download. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test and occlusion test due to missing retainer. Unable to verify charge/battery lasts less than expected anomaly due to no battery received with unit. Unit received with corroded force sensor assembly and moisture damage on motor assembly.

Event description:
Information received by medtronic indicated that the reservoir lip ring was broken and missing o ring. No harm requiring medical intervention was reported. Customer also reported that the insulin pump had low battery alert and insulin flow block alarm. Troubleshooting was performed for damaged and reservoir did lock in place when inserted into insulin pump. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.